Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when opening the protective cover on the top of the implant, part of the covering tore and cut a portion of the cover still on the plastic carrier. This kept the implant from being removed from the plastic container. The surgeon tried to pull the tab on the implant and tore it too. After this, the surgeon did not feel he could transfer the implant onto the sterile field safely. He did not want to contaminate the field.

Manufacturer narrative:
Product complaint # :(B)(4).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary evaluation of the returned device/packaging components confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot product code (B)(4), lot number 8726076 device history review product code (B)(4), work order 8726076 was manufactured on (B)(4) 2018. 10 parts were manufactured per specification and all raw materials met specification. There are no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.